Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's leads/extensions will be explanted and new system implanted. Additional information was received from a representative. It was reported that they were performing a replacement surgery to replace both battery and lead to resolve on (B)(6). Rep reported they will be removing existing battery and lead.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was having their ins replaced due to normal battery impedance. It was unknown what type of lead was implanted. The caller stated that the patient's stimulation began to fade in and out starting around (B)(6). The caller met with the patient at that time and noted that 3 of the 4 contacts were > 10k ohms. The caller stated that they did an x-ray of the lead, and it looks midline and loopy. The caller and technical services reviewed considerations around explanting the lead. The rep stated that the doctor wants to remove the old lead and implant an MRI compatible system. No further complications were reported or anticipated.